Event description:
Reporter alleged that on (B)(6) 2011, the customer obtained the results of 382 mg/dl and 133 mg/dl back to back within 10 minutes on the mobile system. Reporter alleged that on (B)(6) 2011, the customer obtained the results of 231 mg/dl and 94 mg/dl back to back within 10 minutes on the mobile system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(4).